Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that buttons of insulin pump was not working. The customer¿s blood glucose level was unknown. Customer stated that keypad was not responding to button presses. Customer also stated that insulin pump had battery out limit alarm. Customer was unable to clear the alarm. Customer was advised to observe time clock for one minute to verify if time advances and it was found advances. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device had unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test, a21 error test, rewind test and displacement test or verify battery out limited alarm due to unresponsive button. No button error alarm during testing.